Event description:
The ge rep replaced a receptical for a broken wire on the inside back of the connector. He replaced and booted system several times and verified system operation. The system operates as intended.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.